Event description:
On (B)(6) 2022, the customer emailed medela llc and alleged that her pump in style max flow had stopped working. It would not power on. She stated she had developed a severe case of mastitis in one of her breasts.

Manufacturer narrative:
Customer service sent the customer troubleshooting tips including; making sure there were no kinks in her power cord and the prongs were not damaged on the plug; recommending trying her pump with an alternate power source; making sure the customer is using the correct set of parts for her pump and that they are clean and dry before use and free of damage. In follow up with a complaint handler on 03/15/2022, the customer indicated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic. Further follow up was conducted by the complaint handler asking the customer if she has contacted customer service for further troubleshooting. The complaint handler has not received any additional information as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.